Event description:
It was reported that the insulin pump alarmed motor error during a basal attempt. The blood glucose reading was 461 mg/dl, which the customer treated with a manual injection. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to test excessive no delivery and verify excessive no delivery alarm due to insulin pump unable to prime. No motor error alarm during testing. Motor passed motor test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.